Manufacturer narrative:
Unit passed active current test, sleep current test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unable to confirm total units of normal bolus delivered on 10-jul-2024 due to insufficient data in pump history files. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to perform force sensor zero offset test due to moisture damage on flex connector. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Unable to confirm high bg's. Blank display was not observed during analysis and passed all required testing. Blank display and flashing white display were not confirmed. Cosmetic damage was confirmed on the pump. Exposure to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, damage (physical or cosmetic), a blank display, a possible under-delivery anomaly, harm reported, and no reported allegation of a device malfunction, also the customer was concerned about smart-guard auto-correction delivery has been discontinued due to under delivery, the customer wanted to know how the pump determined this and analyze the whole issue, were provided smart-guard education, and indicated that recent pump data was unavailable due to pump failure. The customer reported a blood glucose value of 426 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer said that the cause for the high blood glucose was that the pump malfunctioned and there was no way to rewind it. The screen flashed white and was completely blank at the time, leading the customer to disconnect with a rapid release. The event involved products mmt-1884, mmt-864a, mmt-332a, and mmt-7040a. The customer reported high blood glucose. Troubleshooting was performed, and the customer reported a blank display, also the battery cap contacts battery compartment, and springs were not damaged. The insulin pump was bumped/dropped and recently exposed to moisture also advised the customer that the serialized device would need to be replaced; instructed the customer to discontinue pump use and revert to the backup plan as per health care professional instructions; explained to the customer how to put the insulin pump in storage mode after discontinuation and also stated that the serialized device be replaced and informed the customer about the product replacement/return policy. The customer indicated that they understood the product's replacement/return policy. The customer called for an issue not covered by existing troubleshooting guides. No further complications were reported. Mmt-1884 was requested, and the customer response was the device would be returned. No product return was required for mmt-864a. No product return was required for mmt-332a. No product return is required for mmt-7040a.